Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer's technical services(ts) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective blower and flow valve to address the reported problem. Failure analysis of the returned part indicates: the root cause for the reported issue is due to the focus flow valve broken black wire which created the error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an over pressure condition error code. There was no patient involvement.